Event description:
A surgeon reported that foreign material was found in the product during use. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The returning sample has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).